Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the issue pointing to the universal surgical manipulator (usm) and replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to have 32056 and 1123 errors pointing to the pitch searchlight. The usm was installed on a test fixture and the pitch searchlight assembly was confirmed to be the issue. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. Isi reviewed the site¿s complaint history, which shows no related or duplicate complaints. A review of the site¿s system logs confirm the 32056 error pointing to an issue with the usm. Device history record (DHR) review for the device(s) involved with the reported event was not performed, as the applicable product is a system component that has been serviced post-manufacture.

Event description:
It was reported that prior to the start of a da vinci-assisted radical salvage prostatectomy surgical procedure, the customer experienced a non-recoverable error 32056 on universal surgical manipulator (usm) 4. Prior to calling, the customer restarted the system without success. Technical support engineer (tse) guided the customer to restart the system with an emergency power off (epo) and breaker; however, the issue persisted. Tse informed the customer that usm 4 was non-functional. The procedure was aborted with no patient involvement or reported injury.